Manufacturer narrative:
(B)(4): eval, results: occlusion.

Event description:
There were three endeavor sprint rapid exchange (rx) drug eluting stents implanted in the proximal rca during the index procedure. Pt was asymptomatic/free of symptoms at 30 day follow up. It is reported that there was an endeavor sprint (rx) stent implanted in the mid lad approximately 1 month post index procedure during a staged procedure. It is reported that there was a plaque shift in the diagonal branch after the stent was implanted in the mid lad. The plaque shift was treated with a sprinter balloon resulting in a dissection. It is reported that there was no intervention required to treat the dissection. Pt was asymptomatic/free of symptoms at 6 month, 1 year and 1.5 year follow ups. Reference MFR report numbers 9612164201101053.